Event description:
It was reported that damage occurred before use with a unspecified bd syringe. The following information was provided by the initial reporter, "at 9 o 'clock on (B)(6) 2019, the responsible nurse followed the doctor's instructions for infusion and used a 2ml syringe to pump the drug. The syringe was found to be damaged and replaced with a new one, which did not cause adverse effects to the patient."

Manufacturer narrative:
Investigation summary: bd has not been provided with photos or samples for catalog 30773019 lot 1806254 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. The material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the barrel or plunger. Based on this fact, bd believes that the syringe could break because of the strong conditions during use of the product. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that damage occurred before use with a unspecified bd syringe. The following information was provided by the initial reporter, "at 9 o 'clock on (B)(6) 2019, the responsible nurse followed the doctor's instructions for infusion and used a 2ml syringe to pump the drug. The syringe was found to be damaged and replaced with a new one, which did not cause adverse effects to the patient."